Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a unknown age patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that a blood clot was attached to the pigtail when the impella cp was being removed. The impella was surgically removed so there was no dissemination of the thrombus, and no additional treatment was required. The pump was removed as cardiac function had recovered.

Manufacturer narrative:
The investigation for the thrombus, removal issues, and infection has been completed. No product returned for investigation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the removal issues, thrombus, and infection could not be determined.